Manufacturer narrative:
A beckman customer technical support (cts) associate assisted the customer. The customer replaced the sample syringe case to resolve the issue. Beckman coulter internal identifier is (B)(4). No patient demographic information (age, gender, weight, race or ethnicity) was provided. (B)(6).

Event description:
The customer reported receiving erroneous low patient results for ise (ion selective electrode) on the au680 clinical chemistry analyzer. The erroneous results were not reported outside of the lab. There was no change in patient treatment in association with this event.